Manufacturer narrative:
Follow up effort could not determine if the acetabular cup was removed and replaced with a competitor product during the revision procedure. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00112, 00114 & 00115).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009 and further reported that patient underwent a hip revision procedure on (B)(6), 2012 allegedly due to pain, lack of mobility, elevated cobalt and chromium levels, and tissue/bone destruction. A review of invoice history confirmed the surgery dates and that the modular head and taper adapter were removed and replaced during the revision procedure. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to acetabular cup loosening. The operative notes confirm that the acetabular cup, modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009 and further reported that patient underwent a hip revision procedure on (B)(6) 2012 allegedly due to pain, lack of mobility, elevated cobalt and chromium levels, and tissue/bone destruction. A review of invoice history confirmed the surgery dates and that the modular head and taper adapter were removed and replaced during the revision procedure. No other information has been provided regarding additional revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."